Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported headache and irritation in airways. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported in outcomes attributed to adverse event required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked in section outcomes attributed to adverse event, patient identifier was updated with the name. Phone number was added in initial reporter name and address, consumer and foreign was marked in report source. Device return was selected as no. Code 10 was selected incorrectly in adverse event problem. The report should have been sent for product problem only in adverse event or product problem.

Manufacturer narrative:
The manufacturer previously marked additional MFR narrative incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.